Event description:
The patient reported that the pump was turned off because of the catheter issue and the patient deciding they didn¿t want to do the revision to fix it. The catheter had slipped out of place and the patient didn¿t want to have the surgery. The patient believed that the pump has been turned off since 2001 and the patient wanted to have it removed but has never gotten it removed. Per the patient they were told the pump couldn¿t be removed for insurance reasons unless there was a problem with it and the patient hasn¿t had any issues with it being left in so the healthcare provider stated they didn¿t want to risk the possibility of infection from doing the surgery. The patient received pain injections as needed. The patient did not recall the drug in the pump at the time of the event. Per the healthcare provider the patient continues with a non-functioning pump. No symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8703, lot # j94142181, implanted: (B)(6) 1996, product type catheter. (B)(4).